Event description:
It was reported to MFR that the vns pt felt like the device was stimulating erratically and was experiencing a recent increase in seizure activity, about pre-vns baseline. A battery life calculation was performed with the available programming history and revealed that the device is not likely nearing end of svc. Additionally, both normal mode and systems diagnostics tests were performed following the onset of the events and revealed normal device function, end of svc status set to no. The physician referred the pt for generator replacement surgery. The generator was replaced and further f/u with explanting facility revealed that the explanting facility discarded the explanted generator, and it will therefore not be coming back for analysis.